Event description:
Event: (cc# 98-00101) the iab leaked. This was the only information at the time of the report. On 3/10/98, the following was reported to datascope: the iabp waveform was poor. The pump alarmed and blood was detected in the catheter. The pump was placed on stand-by and the physician was notified. There was no patient injury or complication as a result of the event. The patient recovered and went home. On 10/21/98, the following information was reported to datascope: the iab was inserted into the patient on 1/27/98 at 8:30 a.m. Pm 1/28/98 at 1:00 a.m., the iab leaked and the iab was removed on 1/28/98 at 4:00 a.m. No second iab was inserted into the patient. [Event complications]: none from the event - reported 1/29/98 and 3/10/98, 10/21/98. [Patient's current status]: home - reported 3/10/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the iab membrane. Under microscopy, a smooth-edged penetration was seen at the leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leak was a penetration of the membrane probable caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.